Event description:
During a total knee replacement, the hose burst during use. It was also reported that the hose was clamped to a hand basin in the surgical field that contained the drill being used in this procedure. No injury was reported with the event.